Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2025 and (B)(6) 2025. The sensor was inserted into the arm on (B)(6) 2025. Product has been received but is pending evaluation. A follow-up will be submitted upon completion. The reported glucose values fall within the e zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete.